Event description:
During an lsh procedure, the device flashed red and then the tip broke off. They were unable to locate the tip. There was no injury to the pt.

Manufacturer narrative:
When the device was received, the needle electrode was fractured off the device, insulation surrounding the electrode was melted and the return electrode tip was dented. Needle advancement screw set to maximum electrode advancement. Functional testing could not be performed due to the condition of the device when it was received. As noted in the IFU: to clean debris from the needle, use moist gauze soaked in saline. Retract the needle back into the hub and gently wipe. If exposed needle is wiped, damage may occur in the form of bending which may alter the performance of the needle.